Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had recently been submerged in water. Customer reported that a constant tone was coming from the insulin pump. Blood glucose level was 273 mg/dl at the time of the call. No further information was provided.